Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed unexpected restart multiple times. Customer's blood glucose was 170 mg/dl when the alarm first occurred. The device also had an external ram crc error alarm. The device alarmed during normal use. Customer was advised to monitor the device until replacement pump arrived. It was verified that settings were maintained in the device. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.